Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly alarmed during use and stopped automatic ventilation. The workstation was replaced by another one. There was no detail in the report which would reasonably suggest that patient consequences have occurred.

Manufacturer narrative:
Reportedly, the user facility did not contact dräger for assistance - the problem was solved by the biomedical department of the hospital. There were no details disclosed and no log file was made available - but it was confirmed that it was not necessary to replace any parts. A reliable conclusion in terms of exact root cause can't be made based on the limited information the user provided. The described alarm "ex port leakage" will be posted if the device measures an expiratory flow of more than 15ml during the inspiration phase. In contrary to the description of event the ventilation will be continued in such case. Ventilation of the patient may however be restricted due to the loss of volume and pressure. Imaginable root causes are manifold: a leakage in the mechanical peep/pmax valve, a leakage in the control tubing for the valve, a leakage in the pneumatic component inside the control box and others. Dräger finally concludes that the device behaved as specified for such condition - the leak flow was detected and brought to the user's attention by means of a corresponding alarm. All alarms, potential root causes and dedicated remedies are explained in detail in the IFU.

Event description:
Please refer to initial MFR. Report #9611500-2019-00205.